Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. As received, the charger was unable to charge a battery pack. Upon evaluation, there was corrosion to the battery board. The cause of the inability to charge the batteries is the corroded battery board. The root cause of the corrosion was unable to be positively identified, but was likely caused by liquid ingress of an unknown contaminant. No adverse event resulted from the damaged board. The patient received a replacement charger/modem.

Event description:
A (B)(6) female patient contacted zoll customer support to report a battery charger problem. The patient was issued a replacement charger/modem.